Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, an infection was discovered. The pacemaker, the right atrial lead, and the right ventricular lead were explanted as part of a system revision. The infection was cleared and the entire system was re-implanted. Re-use of single use devices is considered off label use. This pacemaker remains in service. No additional adverse patient effects were reported.